Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The target lesion was located in an unspecified vessel. The 2.5x20mm taxus liberte stent delivery system (sds) was advanced, but could not cross the lesion. When the device was examined outside the patient, it was noted that the distal end of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is listed as "good".